Manufacturer narrative:
Tech found the bed in medsurg room. Patient could not place nurse call, huc response was not heard in expected location. Communication cable was not connected. Reconnected p379 cable to resolve this issue.

Event description:
Information received indicated that the patient could not place nurse call, huc response not heard in expected location.